Event description:
It was reported that during a da vinci s colon resection procedure the brown, tan wires on one side of the cautery hook broke off and fell into the pt while the surgeon was attempting a bowel dissect. The piece was not retrieved. The instrument was removed and the planned surgical procedure was completed with a replacement instrument of the same type. This event lengthened the procedure by 30 mins. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal clevis to have one entire ear broken off. The conductor cap is also missing. The missing ear piece is roughly .215" x .280". The yaw pulley is no longer retained in the clevis as a result of the breakage. The clevis fractured at the base of the ear. The location of fracture is very near the inner corner, which is a stress concentration area when excessively loaded. It is likely that the tip was overloaded, stressing the inner corner of the clevis and leading to fracture. No other damage found.